Event description:
It was reported during the use of the catheter, it was found that there was a bulge phenomenon under the connecting pipe joint. Replace with new consumables. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bulge in the extension tube is confirmed; however, the root cause could not be determined. One photograph of a groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed the proximal connector of an implanted catheter. The extension tube of the connector was observed to be ballooning near the distal end of the tube. Although a bulge in the extension tube was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported during the use of the catheter, it was found that there was a bulge phenomenon under the connecting pipe joint. Replace with new consumables. No other information was provided.